Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device would activate intermittently and would not complete the case. A second handpiece was use to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/29/2009. Blade seized/stopped - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.